Manufacturer narrative:
(B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after the after introducing the angioseal, the physician felt no resistance. The following information was provided by the user facility: they were able to remove the system completely, and there seem to be no components inside, no anchor, no suture. They used a new angio-seal to achieve hemostasis. Right femoral artery puncture. Hospitalization was not extended due to the event. An ultrasound was performed to locate the anchor. It was reported that the patient was stable without any consequences. The angio-seal device was empty. There was no anchor, no suture or collagen. They pulled it back and used another one without complications. It was reported that there was no blood loss, and the patient was okay. There was no other devices or equipment used with the reported device. Additional information was received on (B)(6) 2017. The intention with the ultrasound performed was to only check the vessel condition.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation. One each of the following 6f angio-seal vip components was received for evaluation; hemostasis sheath and carrier tube assembly. A blood-like substance (bls) was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position the anchor was visible with its leading leg located approximately even with the distal sheath tip, consistent with non-deployment. No other visual anomalies were noted. The device was functionally tested - the carrier tube assembly was moved into the full forward-lock position. The anchor fully exited the sheath distal tip; the trailing leg cleared the monofold. The monofold fully collapsed onto the carrier tube. The carrier tube assembly was then moved to the full rear-lock position. The anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. The clear heat shrink tubing, knot, and collagen were all exposed. The collagen was discolored with a blood-like substance. The tamper tube was not released due to obstruction by dried blood like substance. The presence of tamper tube was verified by cutting the carrier tube assembly. No other anomalies were noted during deployment. According to angio-seal vip IFU art100041662d(2016--01) b. Set the anchor, step 1 and step 2 clearly mentioned regarding setting the anchor and insertion of carrier tube assembly in to the sheath. The root cause of the reported event remains unknown. However, it is likely to be associated with improper insertion (incomplete movement to the full forward lock position) of carrier tube assembly into hemostasis sheath. The results of the investigation concluded the anchor was visible with its leading leg located approximately even with the sheath tip, consistent with non-deployment. Functional testing of the deployment mechanism revealed no functional anomalies. Functional testing of the deployment mechanism revealed the components were extracted with no contributing visual or functional anomalies noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.